Manufacturer narrative:
The lot number is unknown. The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 26 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. The patient had very tortuos anatomy and it was difficult to navigate the delivery system through the patient. Valve alignment could not be achieved in a straight segment of the aorta; however, the straightest feasible segment was utilized. During procedure, balloon leak was noted. It was noted during the attempted valve inflation. The balloon was never inflated and the atrion was empty. A second valve was subsequently advanced with improved trackability and was successfully deployed. The patient was in stable condition. The physician noted that the required manipulation and torquing of the delivery system to navigate the tortuosity may have contributed to catheter damage. After removing the delivery system, the physician used a syringe to locate the leak while the system was on the back table. The leak was seen at the ic bond point and blood was seen on the syringe.